Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain for post-op drainage of an abdominal hematoma. The reservoir was activated upon deployment but when emptied, the spring stayed open and bag could not depress. Another like device was used for connection and negative suction. There were no adverse patient consequences reported. No further information was available.

Manufacturer narrative:
The device returned for evaluation. All components are in place and in good conditions as well as the end device function properly. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue.